Manufacturer narrative:
Age at time of event - the patient was born in 1976. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was poor environment and poor source of water. The reported issue of poor source of water and poor environment are environmental factors, which are often out of patient control, therefore the cause has been assessed as unknown. On the same day as the onset, the patient was hospitalized for the event of peritonitis. On an unreported date, the patient began treatment with unspecified antibiotics (dose, frequency and lot number not reported) for peritonitis. Thirteen days after the onset of peritonitis, the treatment with unspecified antibiotics were discontinued and the patient recovered. Dianeal therapies were ongoing. No additional information is available.